Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the nozzle of the device. The customer's originally reported issues of insertion tube buckling, objective lens scratches, and reduced angulation were also confirmed. Additionally, the following additional findings were noted: angle knob decreased watertightness, angle wire wear resulting in play of up/down knob out of specification, objective lens chipping, bending section cover bonding chipping, bending section cover bonding cloudy, soft tube scratch, cylinder nut paint peeling, suction cylinder nut paint peeling, case scratch, and dent on the connector side. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that there was buckling of the insertion tube of their evis lucera gastrointestinal videoscope. Upon inspection and testing of the returned unit, foreign material was found to have been lodged in the device nozzle. The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, the customer did flush the nozzle with water and air, they wiped the nozzle with clean lint-free cloths and flushed the nozzle with detergent solution, and there were no abnormalities reported in the accessories used for reprocessing the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The material could not be identified. Olympus will continue to monitor field performance for this device.